Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was no noticeable damage on emg tube or its packaging. Before surgery endotracheal tube ¿s cuff leaked air. A 5 ml (cc) syringe was used and no more than 5ml air was used to inflate the cuff. There was no patient involvement.

Manufacturer narrative:
H6: previously added imdrf annex code d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis found visually, the wire harness had a paper tape intact when returned. It was observed that the spring (coil reinforcing wire) at the proximal end of the tube was damaged/exposed inside the tube's diameter. Functionally, a syringe was used to inject 20cc of air into the cuff, and the cuff could not inflate. Furthermore, the cuff was submerged in the water and the leakage was observed at the proximal end of the cuff. It was observed that the harness wire (guide wire for red electrode with the clear tube) was exposed and protruding through the proximal end of the cuff. The guide wire was out of the lumen from the distal end of the blue band to the proximal end of the cuff where wire was protruding inside the cuff. The device failed due to defective condition upon return. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previously added imdrf code b17, c21 is no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.